Event description:
Total knee arthroplasty performed 07/1995. Revision performed on 05/2001, which replaced tibial bearing and patella components. Post of patella component found to be sheared off and x-ray wire was embedded in articular surface of bearing component.